Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the reported issue was caused by a defective power supply. However, the specific cause of the defective power supply was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A charred fused component was discovered on the inlet of the power supply. The blown fuse was also confirmed. Additionally, the scope socket was found worn-out and provided a poor connection point. The igniter was firing weakly, and the lamp life meter was providing a reading of 500+ hours expired. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation it was discovered that his olympus evis exera ii xenon light source blew a fuse and lost power. There was no patient harm reported as a result of the above event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac wanted to confirm that it was a fuse/power issue so recommended a few trouble-shooting options. The facility¿s biomedical engineer (biomed) cross referenced the amps at a known-good unit compared to the unit in questions. The biomed then swapped out the known-good unit¿s fuse with the bad one, and the issue persisted. At that time tac noted that there may be a deeper issue with the original unit and recommended issuing an RMA to return the first device for further inspection. Follow ups have been made to the customer to confirm the device return. However, no response has been received at this time. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.